Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: complaint 5 of 6. Material #: 2420-0500 batch/ lot #: 20063262. Date of incident: 11/16/20. Leakage (y/n): y. I¿ve been getting a bunch of complaints about malfunctioning tubing. They either leaked or fell apart. 2420-0500 tubing. Nothing touched a patient, some of them have fluids in them. I am up to 6 of these at my desk now.

Manufacturer narrative:
The following information has been updated/corrected: d.10. Device available for eval.?: yes. D.10. Returned to manufacturer on: 2020-11-25. H.6 investigation summary: customer reported tubing fell apart, and returned the affected sample. The affected sample clearly separated at the outlet of the lower pump fitment, and the complaint was verified. Dimensional analysis showed that the blue clip and tubing were within tolerance. Analysis using the microscope was done to check for traces of solvent, and insufficient traces were found. The blue clip was analyzed along the whole inner tube, and just a snapshot was shown as it takes focusing in and out to see the whole tube. The root cause is determined to be insufficient solvent. A device history record review for model 2420-0500 lot number 20063262 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08jun2020. There was one quality notification, 200311862, issued for the failure mode reported by the customer during the production build of this set. There was a corrective action issued for this problem and manufacturing is aware of the failure. A trend for the separation at lower pump fitment has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the alaris disposable set device and prevent future occurrences of this type. As part of the action plan, changes to the quality training and "blue key" procedure are in the process of being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis. H.6. Method codes: 10, 4109. H.6. Result codes: 170, 3215. H.6. Conclusion codes: 23, 25.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: complaint 5 of 6. Material #: 2420-0500, batch/ lot #: 20063262. Date of incident: (B)(6) 2020. Leakage (y/n): y. I¿ve been getting a bunch of complaints about malfunctioning tubing. They either leaked or fell apart. 2420-0500 tubing. Nothing touched a patient, some of them have fluids in them. I am up to 6 of these at my desk now.